Manufacturer narrative:
Date of event and therapy date are estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-33392. It was reported that the patient experienced ineffective therapy due to high impedances. As such, surgical intervention may take place at a later date to address the issue.

Event description:
The device was explanted and replaced, which addressed the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.